Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had pacing impedance measurements higher than the upper limit. No intervention was performed. The patient was in stable condition.